Event description:
It was reported that a patient experienced life threatening intraoperative anaphylaxis to the gelatin in floseal during spinal surgery. Sixty minutes into the surgical procedure, floseal was administered into the screw holes. It was reported that within minutes after administration, the patient became tachycardic and hypotensive. The patient was treated with epinephrine (intravenously, 0.5 milligram/kilogram (10 microgram) bolus, four times) followed by atropine (intravenously, twice, dose not reported), terbutaline (subcutaneously, dose and frequency not reported), and albuterol (inhaled via a metered-dose inhaler, dose and frequency not reported). It was reported that the patient became pulseless and chest compressions were administered for one minute. After resuscitation, the patient was treated with epinephrine (infusion, dose and frequency not reported), vasopressin (infusion, dose and frequency not reported), methylprednisolone (2 milligram/kilogram, route and frequency not reported), phenylephrine (2 milligram/minute/kilogram, route and frequency not reported), normal saline solution (30 milligram/kilogram, route and frequency not reported) and lactated ringer solution (20 milligram/kilogram, route and frequency not reported) for the event. The patient was transferred to the intensive care unit sedated, intubated and placed on vasopressor support. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Agarwal, niti s., md, collette spalding, md, and mervat nassef, md. "Life-threatening intraoperative anaphylaxis to gelatin in floseal during pediatric spinal surgery." The journal of allergy and clinical immunology: in practice 3.1 (2014): 110-11. Should additional relevant information become available, a supplemental report will be submitted.